Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motto error, blank display, did not work. The customer¿s blood glucose value was 390 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, no blank display noted. However, device gave a full segment display anomaly due to faulty connector at interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify e13 or a13 alarm or motor error alarm due to full segment display. Motor passed motor test.